Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that there was a 3-tone beeping about once per hour and the cause was unknown. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: review of the black box data revealed that records from the date of the complaint had been overwritten due to continued patient use. On investigation, the pump powered on with fully functional audio tone and vibration. Investigation did not duplicate the alleged ¿3-tone beeping¿ alleged by the reporter.